Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had an occlusion alarm on channel b. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The occlusion alarm was not verified through product evaluation. There were, however, other ancillary conditions that are addressed in separate complaints. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.